Manufacturer narrative:
D4 - primary UDI number: corrected. H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a person with diabetes (pwd) was experiencing repeated line blocked alarms during the night. Upon changing the infusion set, it was discovered that the cannula had been kinked with a small amount of blood present. There was no patient injury.